Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol composix mesh e/x (device #2). An additional emdr was submitted to represent the bard/davol composix mesh e/x (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of two unspecified bard/davol composix e/x meshes on (B)(6) 2008 and (B)(6) 2009. As reported the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 7 months post implant of composix mesh e/x patient was diagnosed with hernia recurrence, adhesions and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note, the manufacturing date (15-sep-2008) is considered to be a best estimate. This supplemental emdr represents the bard/davol composix mesh e/x (device #2). An additional supplemental emdr was submitted to represent the bard/davol composix mesh e/x (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of two unspecified bard/davol composix e/x meshes on (B)(6) 2008 and (B)(6) 2009. As reported the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with reducible recurrent incisional hernia thereby underwent open repair with the implant of composix e/x mesh (device #1). Per operative notes, ¿the hernia sac was identified. The hernia sac was dissected free of the overlying subcutaneous tissue. Adhesiolysis was completed with sharp dissection. A piece of composix e/x mesh (device #1) was selected to close the fascial defect. The mesh was placed against the anterior abdominal wall as a sublay graft using sutures.¿ (B)(6) 2008 - patient was diagnosed with infected abdominal mesh thereby underwent open repair with removal of composix e/x mesh (device #1). Per operative notes, ¿there was a cavity surrounding the mesh graft, which contained purulent fluid. The composix e/x mesh (device #1) was removed circumferentially from the fascia extracting all suture material.¿ (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of composix e/x mesh (device #2). Per operative notes, ¿the hernia sac was identified. The hernia sac was dissected free of the overlying subcutaneous tissue. Adhesiolysis was completed with sharp dissection. Then a piece of composix e/x mesh (device #2) was selected to close the fascial defect using sutures in an interrupted fashion to secure the dual mesh snugly against the anterior abdominal wall as a sublay prosthesis.¿ (B)(6) 2012 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with removal of composix e/x mesh (device #2) and the implant of synthetic mesh. Per operative notes, ¿the mesh (device #2) was encountered and dissected the bowel loops free from the mesh to which it was adherent. The mesh was excised from the underside of the anterior abdominal wall. The synthetic mesh was then sterilely brought within the abdominal wound and tacked in place to the medial edge of fascia on each side of the myofascial release. The mesh was tacked in place using sutures.¿ attorney alleges that the patient had abscess, adhesion, bowel obstruction, nerve damage, pain, hernia recurrence, seroma, erosion of mesh and emotional injuries.